Event description:
The reporter indicated that the patient reported with an intrinsic rhythm - 50 ppm; device had been programmed to 70 vvi. A serial number restore was performed and then the device backup reset, successfully. During a threshold test, the device had reverted back to no output with the device "not recognized" message. He called back a few minutes later, and the device had reverted back to no output with device not recognized messages. The reporter stated that surgery or cardioversion has not be done.